Manufacturer narrative:
Infor was not provided by the initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an endoscopic mucosal resection procedure, there was an issue with the jaw opening on the device. The case was completed with another clip device. There was no pt consequence.